Event description:
A healthcare provider reported that the system was explanted on (B)(6) 2016 because the patient was unhappy with the pain relief. The issue was resolved and the patient was alive with no injury at the time of the report. No device issues were reported and follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.